Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reported the top aligner is too tight and cutting into their gums. Provided hh tips and advised filing the aligner where it is cutting the gums. Requested update and if tips helped.